Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of component breakage was confirmed. Visual inspection showed that the female luer component was cracked along the length with a piece chipped off. Tool markings, similar to hemostat markings, were observed around the luer component. No testing was deemed necessary due to the obvious damage. Although the root cause of the crack was not identified, it was likely related to difficulty in detaching the mated components.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the port closest to the y connector of a pca tubing cracked during a tubing change for an infusion of normal saline 100ml/hr. There was no patient harm.